Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 100mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported that the patient complained of increased spasticity with no identifiable cause. Per the healthcare provider there was no identifiable cause if any environmental, external or patient factors that may have led or contributed to the issue. The healthcare provider stated that the catheter was aspirated in the managing physician¿s office with good csf (cerebral spinal fluid) flow. The surgeon revised the catheter in the or (operating room). The spinal portion of the catheter was partially explanted and a new 8782 was connected to the remaining part of the catheter. The issue was resolved and the patient status at the time of the report was noted as alive, no injury. No further complications were reported/anticipated.